Event description:
The reporter stated that the surgeon was inserting a competitor's lens using a msi-tm injector and a sfc-45fp cartridge and the front haptic tore into patient's eye. The surgeon enlarged incision and performed a vitrectomy and put another crystalens in patient's eye and used a suture. It was reported that there was no damage to the lens capsule nor any loss of vitreous. Further information has been requested but none has none has been forth-coming. If more information is received a supplemental manufacturer report will be sent.

Manufacturer narrative:
Evaluation method: work order search. Results: a work order search was performed for the injector for similar complaints and no similar complaints were found within the search.